Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_cath, product type: catheter. (B)(4). Analysis of the catheter found a catheter body user related hole.

Event description:
The catheter was returned to the manufacturer with no return paperwork. The catheter underwent routine analysis. There were no allegations, patient symptoms or pump medications reported.